Event description:
It was reported that patient experienced hyperglycemia issues event on (B)(6) 2026 because cannula was found bend and interrupted therapy that was treated by insulin.

Manufacturer narrative:
Patient country: brazil. Name: (B)(6). Street: (B)(6). City; (B)(6). State: (B)(6). Zip code: (B)(6). Country: united states. Based on the available information, this event is deemed to be a serious injury. A complaint investigation was initiated under complaint investigation. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.